Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error message. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that based on the alleged error message issue on the lfs meter, she required medical intervention during the months of june, july, and august from emergency medical services and was treated with IV glucose. Reportedly, she was tested with another meter at ¿260 mg/dl.¿ the patient did not have any symptoms due to the alleged error message issue. During troubleshooting, the error message could not be duplicated. The patient reportedly was unable to provide the exact error message. This complaint is being reported because the patient claimed that she required medical intervention with IV glucose due to the alleged error message issue.